Manufacturer narrative:
(B)(4). Batch # k5au5u. The analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer cut, with the knife recess below the cartridge deck. In addition received several staples on the pockets in b form shape. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the cartridge was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. It should be noted that if the cartridge is removed from the device, whether the cartridge is spent or not, and if the staple retainer has already been removed from the cartridge, the cartridge cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The device opened and closed without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the pin misaligned. Another like device was used to complete the procedure. There were no adverse consequences for the patient.